Manufacturer narrative:
Per -3208 combined report additional information, inclding post primary and pre revision x-rays, operative notes, patient details, patient medical history, an update on the patient post revision and whether they have experienced any trauma after the primary surgery was requested, however, not all information could be provided and thus the scope of this investigation was limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. It was found that all finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, the root cause of the leg length discrepancy cannot be determined and thus this case is now considered closed. However, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity / trifit ts revision after approximately 4 years and 9 months due to a leg length discrepancy. The size of the leg length discrepancy was not provided and it is unknown if this is an issue occurring from primary surgery or post-op. Please note: the associated trinity biolox delta ceramic liner is not cleared for sale or distribution within the USA, and this event occurred outside of the USA.